Manufacturer narrative:
(B)(4) the devices are being returned; however, it is unknown which of these were involved in the event. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated under a CAPA and correction is currently being implemented under field safety corrective action (fsca). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01193, 01194) submitted for devices related to the same event.

Event description:
It was reported that while at home, a patient experienced batteries that would not hold a charge. The batteries last less than 3 hours, with no alarms triggered. The batteries were replaced with no reported consequences or impact to the patient.